Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 362 (mg/dl). Insulin injections were used to address bg levels. System check with tandem technical support indicated pump was performing as expected.